Event description:
Parent reported sensor deployed prematurely / deployed on its own without pressing the orange button.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem ¿ correction h2 type of follow up - correction

Event description:
Subsequent to the initial MDR, a correction is required.